Event description:
Procedure: lobectomy. According to the reporter: after the first firing the staplers were not placed on tissue. Manual suturing was performed and the procedure was safely completed. The surgeon was able to squeeze the handle, but the staples did not come out. The surgery time was extended by about 30 minutes and part of the staples remained inside the cartridge.